Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 and 4.2 were not detected on the bus. When opening the back of the pyxis machine and upon manually ejecting the drawer, a pop was heard and a spark flashed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer discovered that drawers 4.1 and 4.2 had no lights on the drawer controller. The field service engineer powered off the system and disconnected the retractor bands from the interface board. Upon powering it on again, the lights remained off. The interface board was replaced, and it now has lights. The retractor bands were reconnected one at a time, and the system is functioning properly now, with all lights illuminated. The hardware testing application diagnostic was run, and the drawers and pockets were tested. The pharmacist conducted an inventory and tested the drawers. Proactive inspections were performed. The system functioned as intended after the field service engineer repaired the device.